Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three homechoice cassettes had patient line caps that were "loose and fallen off" inside the packaging. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.